Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73d1800405 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier closed successful and when the applier was loosened the clip was found not closed. Then the clip was found broken and fell into the abdomen of the patient. The clip was removed from the patient.

Manufacturer narrative:
Qn#(B)(4). One clip on a plastic bag, from catalog number 544243, hemolok l clips 3/cart 42/box was received, opened without cartridge neither original package, lot #73c1800229 was not possible to confirm due to only documentation complaint was received. During visual inspection was observed that the clip was received with a broken boss and broken inner hinge. A corrective action cannot be determined due to it was not possible to recreate the failure mode to determine a root cause and then can establish a proper corrective action plan. One clip was received with one broken boss and broken inner hinge due to the sample conditions the failure mode reported "broken" was confirmed; however, due to it was not possible to recreate the failure mode to determine a root cause and then can establish a proper corrective action plan.

Event description:
It was reported that the applier closed successful and when the applier was loosened the clip was found not closed. Then the clip was found broken and fell into the abdomen of the patient. The clip was removed from the patient.